Event description:
The tip of the dome was detached. This incident occurred during exchange of the button. The detached tip was removed from the patient by endoscope inspection. The device was in the patient for 8 months.